Event description:
It was reported that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and anterior bileaflet prolapse for a mitraclip procedure. During the procedure, 2 mitraclips xtw were deployed and resulted in moderate mr reduction to grade 2. The clips are stable on leaflets. On (B)(6) 2025, severe residual mr of grade 4 was reported from lateral side. On (B)(6) 2025, an additional clip was implanted to stabilize the mr. There was no device malfunction or anatomical damage caused due to the clip. The mr was decreased to grade 1-2 post procedure. There were no adverse patient or clinically significant delay.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mr. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient remained hospitalized and an additional clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.